Manufacturer narrative:
One 14-pole, inquiry steerable diagnostic catheter was received for evaluation. The returned catheter was a 14-pole, inquiry steerable diagnostic catheter, however, batch number 7397352 is for a decapolar, inquiry steerable diagnostic catheter. No other visual anomalies were noted. A 14-pole catheter was received with a label for a decapolar catheter, confirming the incorrect catheter was packaged in the box.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, prior to the catheter being inserted into the patient it was noted that the electrodes had the incorrect spacing and more than the expected 10 electrodes were noted. The catheter was replaced and the procedure was able to be continued with no adverse consequences to the patient.